Manufacturer narrative:
Initial.

Event description:
It was reported that the user elected to stop using the ilet system and discontinue supply shipments after experiencing recurrent low blood glucose values, stating the pump drove glucose into the 40s and therefore was considered dangerous. Symptoms included hypoglycemia. Outcomes included effects that could not be characterized due to insufficient information. Investigation included interviews and review of information provided by the user and third parties. Investigation of this case revealed no findings and no specific device problem or component implicated due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.